Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that they saw a poor communication screen with or without antenna. The patient stated that they just put fresh batteries in their programmer and they are still seeing the poor communication screen. The also reported that it did not help them at all as they were peeing a lot patient further stated that they increased settings from 1.6 to 2.6 where they felt the vibration. Troubleshooting did not resolve the issue and patient was transfer to repair. Additional information was received from a consumer. It was reported that they can¿t get their replacement programmer (pp) to connect to their ins. They are getting the ¿not synching¿ screen and very seldomly do they get to access their settings. Troubleshooting did not resolve the issue and the patient stated that they think there is an issue with the ins, not the pp. It was reported that they are going to the bathroom more than before; they pee a lot since maybe (B)(6) 2019. They had tried to change programs to help with their therapy, but about 3 weeks ago they noticed that they only had access to program 2 when they used to have 4 programs. The nurse tried to change programs as well, but they couldn¿t access any others either. The patient stated that they may just take the device out because it wasn¿t helping them anymore; they weren¿t sure if it ever helped because they were wishing so hard that it would help. It was recommended that they follow up with their healthcare provider to discuss their symptoms and programming. No further patient complications are anticipated or expected as a result of this event.